Event description:
Patient reported complaint for high test results using the true metrix glucose monitoring system (meter & test strips). The patient concern was with test results of 21 mmol/l non-fasting. On (B)(6) 2025, patient obtained a blood glucose test result of 4.3 mmol/l; patient was not experiencing any symptoms at the time. The patient¿s wife noticed he was unresponsive while eating and had called paramedics. The patient¿s blood glucose test result using paramedics meter had been 10 mmol/l; the result using the true metrix air meter had been 21 mmol/l (non-fasting). They had tested using an old meter (unidentified) and had also obtained a similar result of 10 mmol/l. The paramedics gave the patient glucose to bring his sugar up. At the time of the call on (B)(6) 2025, the patient felt well and did not report any symptoms. No hospitalization and no additional medical attention were required. Patient stated that the diabetic specialist had provided him with a new machine, however, he had not used it yet. No replacement products are needed at this time.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics for symptoms related to diabetes (unresponsive). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: use/storage environmental condition note 1: the manufacturer completed a follow-up call on 23-jul-2025; patient confirmed the initial issue was resolved. They are currently using a libre sensor but stated that the replacement products functioned as intended prior to switching devices. Note 2: this complaint event took place outside of the united states (united kingdom - report #:2025/008/005/601/093).